Manufacturer narrative:
Follow up in progress to obtain additional information regarding second scope. The subject device was not returned yet. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed the micro test three times. The scope tested positive for presence of pseudomonas during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Upon follow up, the customer reported that the scope had tested negative along with another scope which tested positive. So they are retesting both the scopes again. If the subject device tests negative again, it will be put to use. As the scope also displayed reduced angulation, it will be returned for repair eventually.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.